Event description:
A surgeon reported having a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The pt reported blurry, foggy vision. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/15/2008 and 05/19/2008 by phone, fax and mail. A completed questionnaire was received.